Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue; no damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump would not power on. The battery was loose inside the battery compartment. Extensive physical damage to the pump was observed upon visual inspection. The display screen and support bracket were dislodged from the case and the motor assembly was dislodged from the cartridge compartment. The display screen was cracked. The vibration motor receptacle was damaged. The battery compartment was damaged and was dislodged/shifted due to physical impact. The damage to the pump prevented the battery fro, making contact with the battery cap, which subsequently prevented investigation due to inability to power on the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.